Manufacturer narrative:
A ge service representative performed an onsite investigation. Both of the system's power supplies were replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the left workstation screen was black, thus no live image. There is no report of pt injury.